Manufacturer narrative:
Additional information: section d - device returned to manufacturer; date returned to manufacturer. Section g - date received by manufacturer; type of report. Section h - evaluation codes. The cls and one lead were returned to saluda. The cls failed functional testing, with intermittent disconnected electrodes observed during electrode output check. Visual inspection identified dried blood in the cls port holes. After cleaning the ports, re-testing showed new combinations of the disconnected electrodes. The root cause of the disconnected electrodes could not be definitively determined. The returned lead failed dry and wet electrical tests with disconnected electrodes observed. Review of impedance logs from may 2025 confirmed presence of disconnected electrodes. A deformation was observed near the distal end of the lead, with multiple wire breakages observed within this region. This failure aligns with the impedance logs findings. The root cause of the wire breakage and lead deformation cannot be definitively determined. The evoke scs system clinical manual details impedance as, "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording."

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. First lead information: brand name: evoke 12c percutaneous lead kit - 90cm, model: 100683, catalog: 1009, lot/batch number: 42312217025127, UDI: (B)(4), manufacture date: 24 january 2022, expiration date: 21 january 2023. Second lead information: brand name: evoke 12c percutaneous lead kit - 90cm, model: 100683, catalog: 1009, lot/batch number: 42312217025133, UDI: (B)(4), manufacture date: 24 january 2022, expiration date: 21 january 2023.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported undesirable increase in stimulation. Diagnostics were performed including reprogramming and an impedance check. The impedance check identified disconnected electrodes on both evoke 12c percutaneous leads. A revision procedure was performed, and the evoke scs system was replaced to resolve the reported event.